Event description:
It was reported that the patient had chronic cerebrospinal fluid (csf) leakage, which led to a large fluid pocket accumulation around the pump site. The fluid accumulation caused the pump to flip over. The csf leak was at the dural entry site, and there was no hole in the catheter. The patient did not experience any symptoms related to the csf leak and pump flip. A surgeon tried to drain the pocket twice, but the fluid kept reoccurring. The surgeon decided to explant the entire pump system. There were no withdrawal or patient issues post-explant. The patient had no sequelae after having the pump removed. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).